Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the top of the obturator was disengaged. The trocar balloon, dissector balloon and lock collar appeared intact. The inflation syringe was not received. The insufflation bulb was not received. Pmv performed functional testing: the trocar balloon and dissector balloon were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, this issue occurred during a laparoscopic inguinal hernia repair totally extraperitoneal (tep) procedure. The device was being used for dissecting the preperitoneal space. There were no issues with the device when it was removed from the packaging. The obturator broke after insertion on the first part of the device. Where the shaft of the obturator connects to the ¿head¿ #1 piece. Was snapped cleanly off. There was no excessive force used. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient outcome is alive, no injury.